Manufacturer narrative:
B2 other serious or important medical event - two hour surgical delay d4 primary unique device identifier (UDI) number - this product was manufactured prior to the implementation of the UDI requirements. H3 device evaluation is not possible at this time as the product has not been returned to the manufacturer. Review of device history records found 1 piece of this lot were released for distribution on 6/3/2016 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No conclusions can be drawn, no corrective actions a recommended. Should the product be returned, a follow-up report will be filed upon completion of investigation.

Event description:
It was reported that a thoracolumbar procedure was performed on (B)(6) 2024, in (B)(6). During the procedure the tip broke on two (2) cl rod inserters (63-sp-9005), two inserter assembly (44-9001) one t25, lock-screw torque driver, reform (39-rd-0060), one t20, polyaxial driver, reform degen (39-sp-0700) and one tap, awl-in-one, perc 5.5 mm (63-4100-55). The procedure was delayed by two hours while awaiting an instrument and implant set from a competitor. Information provided indicates that no patient harm resulted.